Manufacturer narrative:
H3 device evaluation summary: updated as device repaired. Medtronic conducted an investigation based upon all information received. It was reported that the alarm of this pb560 ventilator did not sound even when the power was turned off without setting it to standby. The device was available for evaluation. The service personnel (sp) inspected the unit and confirmed the reported problem. Found the buzzer printed circuit board assembly (pcba) to be faulty and replaced it for the reported issue. Additionally, the lithium coin battery was replaed due to aging. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the event was isolated to a potential fault in the buzzer pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 estimated section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3 the device has been returned and is under investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the alarm of this pb560 ventilator did not sound even when the power was turned off without setting it to stand by. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section h6 evaluation codes were updated due to device evaluation. Method code - remove b21 and add b01 result code - remove c21 and add c13 conclusion code - remove d16 and add d02 component code - remove g07003 and add g02005 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the alarm of this pb560 ventilator did not sound even when the power was turned off without setting it to standby. The device was available for evaluation. The service personnel (sp) inspected the unit and confirmed the reported problem. Found the buzzer printed circuit board assembly (pcba) to be faulty and need to be replaced. Additionally, it was found that the lithium coin battery was aging over time. The unit has not been repaired. The cause of the event was isolated to a potential fault in the buzzer pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.